Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems, recurrence and vaginal scarring.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and prolene soft mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2013, and a mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.